Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press the buttons on the unlock screen multiple times for the pump to respond. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump and has back up injections if needed for continued insulin therapy.